Event description:
Boston scientific crm received information that during testing of this pacing system, it was revealed that this left ventricular lead had dislodged and was replaced in (B)(6) 2010. A competitive lead is now implanted as the replacement lead.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.